Manufacturer narrative:
Internal report # (B)(4). Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen). Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with results obtained of 151, 130 151 and 161mg/dl. The expected fasting blood glucose test result range is 90 to 120mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 11/30/2018 and open vial date is about 1 week ago. The meter memory was reviewed for previous test result history: (date/time not stored correctly) (B)(6). Customer called about meter reading high blood results- there was a wide variance between the high results and the then next results. Customer claims the meter read 210mg/dl and then 120mg/dl on the next blood results. I could not verify those results in the memory. Customer did not verify if the results of 210mg/dl and 120mg/dl were fasting or non-fasting.